Event description:
It was reported that the patient presented to the emergency room with chest pain. The right ventricular (rv) lead had dislodged. High thresholds and no capture were noted. The patient was admitted for a lead revision and the lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.